Event description:
It was reported that the system would not display a usable image. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was reloaded, and a board was reseated. Verification of the system was not reported.